Event description:
Hosp staff attended to a pt who had coded. The operator disconnected the accessory defibrillation cable from the deibrillation adapter and connected the standard external paddles to the defibrillation adapter. When the operator attempted to charge the defibrillator, the device allegedly failed to charge. The hosp code team subsequenlty arrived and using another defibrillator, administered countershock therapy to the pt. The rptr did not know the pt's outcome and declined to provide any other details regarding the pt.